Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user dropped the device, resulting in a cracked screen. The device remained operational and continued insulin delivery, however a replacement ilet was arranged. No medical intervention was required.